Manufacturer narrative:
This report is submitted on november 30, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient experienced discomfort and tenderness at implant site following an MRI (1.5t) subsequently, the patient was treated with oral antibiotics on (B)(6) 2018 for a duration of 10 days.